Event description:
It was reported that during a sinus procedure it was not possible to distinguish between blood and tissue. A backup device was available to complete the procedure with no delay and no patient injuries.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. Information received indicates the event was identified before a patient was in the room. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.